Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain ("severe abdominal cramping"), swelling ("swelling") and complication of device insertion ("the device retracted, the coils came out entirely, therefore, the device had to be immediately removed and sent back to the manufacturer for inspection"). The patient was treated with surgery (laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, swelling and complication of device insertion outcome was unknown. The reporter considered abdominal pain, complication of device insertion, dysmenorrhoea, pelvic pain and swelling to be related to essure. The reporter commented: on (B)(6) 2015, physician performed a diagnostic laparoscopy right partial salpingectomy, with lysis of adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure coils and occlusion were noted bilaterally. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain ("severe abdominal cramping"), swelling ("swelling"), complication of device insertion ("the device retracted, the coils came out entirely, therefore, the device had to be immediately removed and sent back to the manufacturer for inspection") and device breakage ("implant - damage - other /pqs: device damage"). The patient was treated with surgery (laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, swelling and complication of device insertion outcome was unknown. The reporter considered abdominal pain, complication of device insertion, device breakage, dysmenorrhoea, pelvic pain and swelling to be related to essure. The reporter commented: on (B)(6) 2015, physician performed a diagnostic laparoscopy right partial salpingectomy, with lysis of adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: essure coils and occlusion were noted bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2017: quality-safety evaluation of ptc. Device damage was added as event. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.